Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause could not be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached in the microcatheter after becoming stuck within it. The coil was removed in its entirety together with the microcatheter. There was no additional intervention or reported patient injury.